Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that his hearing with the device has decreased within the last two weeks. The user experienced a progressive decrease in sound with the device. There was no known trauma reported. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that his hearing with the device has decreased within the last two weeks. Re-implantation is considered.